Event description:
It is reported that the pt received an biolox delta ceramic femoral head and underwent a revision surgery due to persistent hip pain.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and / or the device(s) be returned from evaluation and an investigation results be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).